Event description:
The account reported the brake is not holding. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brake mechanism is broken at the junction cable. The tech replaced the brake mechanism assembly to resolve the issue. Based on this info, no further action is required.